Manufacturer narrative:
The technician found the siderail latch was sticking. The technician cleaned and lubricated the latch to repair the bed.

Event description:
Information received indicates the left intermediate siderail will not latch.